Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient was implanted with tecnis symfony multifocal intraocular lens in both eyes. Reportedly post op patient has been experiencing starburst and having yag. Patient is not able to drive during night or when it rains. Patient had been provided with second opinion to receive explant and go for another intraocular lens. This report will be capturing information for patient¿s left eye. Another report is being submitted for patient¿s right eye. No further information provided.